Manufacturer narrative:
Follow-up # 1 ¿ (10/30/2014). The patient¿s meter and test strips have been returned on 9/26/2014 and 10/22/2014, respectively, and evaluated by lifescan product analysis on 10/20/2014 and 10/22/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue started on (B)(6) 2014, at 8:00 a. M. The patient manages his diabetes with oral medication (unknown type), diet, and exercise. On (B)(6) 2014, at 10:30 a. M., the patient took less food/drink in response to the alleged issue. The patient reported, 3 hours after the alleged issue occurred, he developed symptoms of ¿sweaty, loss of thinking, bottom feeling very weak¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.